Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated to the display. The user was sent a calibration disk. The programmer remains in use. There was no patient involvement.